Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
It was reported that the patient could not tolerate the initial dosing settings, and the generator was turned off to let this discomfort resolve. Upon returning to the clinic, device diagnostic results were performed. The patient doubled over from pain in the chest. The device diagnostics were within normal limits. The patient was later referred to have her vns removed due to the experienced painful stimulation. The vns was removed, but the date of removal was not indicated. No additional pertinent information has been received to date.

Manufacturer narrative:
Corrected data: initial report inadvertently omitted the known device return disposition.

Event description:
The explanting facility reportedly does not return explanted devices without a patient release. Since the manufacturer is not aware that a patient release was signed, product return is not expected. Follow up with the office of the explanting surgeon revealed the precise date of device explant. No additional pertinent information has been received to date.

Event description:
Follow up with the treating physician showed that the patient¿s vns explant procedure was not to preclude a serious injury. No additional pertinent information has been received to date.